Manufacturer narrative:
The customer removed and replaced power supply, 24 volt. Vertical column will raise/lower. System is ok to use.

Event description:
The customer reported the vertical column intermittently will not raise/lower. No pt was involved.